Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a leak at switch 1 may have hindered proper reprocessing, resulting in the foreign material remaining. However, the type of material and definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for gif-ez1500 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for gif-ez1500 reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited white foreign objects in the air/water tube and white foreign objects in the air/water cylinder. There were no reports of patient involvement.